Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements prior to a generator changeout procedure. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information was received that before the generator changeout procedure, the physician opted to perform a defibrillation threshold (dft) test. The device successfully converted at 17j with a delivered impedance of 112 ohms. Due to this results, the physician opted to replace just the device without revising this rv lead. It is planned to continue to monitor this lead since no cause for the elevated impedances was determined although a calcification issue was suspected. No additional adverse patient effects were reported. At this time, this lead remains in service.